Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to the presence of air. Air alarms at the start of treatment are typically due to inadequate air removal during prime or air entering the system when making pt connections. The pt's standard epogen dose was increased. No other medical intervention was required. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
Venous air alarms occurred at the start of a routine hemodialysis treatment which could not be resolved by the operator. Rinseback was not completed due to the amount of air in the circuit, resulting in an estimated blood loss of 141 cc. The pt's hgb level decreased from 11.4 g/dl on (B)(6) 2011 to 9.9 g/dl on (B)(6) 2011. The pt's standard epogen dose was increased from 10,000 units 1x/wk to 20,000 units 1x/wk. No other medical intervention was required.